Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with dyspnea. An echocardiogram was done and a grade four laminar tricuspid valve leakage was observed due to the septal positioning of the leadless implantable pulse generator (ipg). It was further reported there was an adhesion of the septal portion of the tricuspid valve resulting in permeabilization of the foramen ovale. The patient was admitted to the hospital and the foramen ovale was closed. The device remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the post approval clinical surveillance product surveillance registry.